Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, the lens was not implanted, procedure completed with the back-up lens. If explanted, give date: not applicable, the lens was not implanted, procedure completed with the back-up lens. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic was not folded and detached when implanted. The lens was removed and the procedure was completed with the back-up lens. There was no patient injury. No further information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 6/18/2019. Device returned to manufacturer? Yes. Device evaluation: the device was received at the manufacturing site in a plastic bag. The plunger was advanced for delivery and found locked. The pcb00 device was observed under microscope and traces of viscoelastic were observed only at the cartridge tip. Directions for use (dfu) includes the following: completely fill the viewing window with ovd. The lens was not returned; based on the information provided the lens was implanted and removed from the patient. There were no damages observed on the assembly. There is no visible gap. A product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search in complaints system revealed that no additional investigation request (ir) for this order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.